Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom. The customer's blood glucose (bg) level was in the 300 mg/dl range. The bg level was addressed when the cartridge was changed and a bolus was delivered via the pump.